Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the left ventricular lead exhibited elevated capture thresholds. The left ventricular lead had dislodged. The left ventricular lead was explanted and replaced. The patient was in stable condition.